Event description:
It was reported that 3 syringe 30ml ll s/c 56 had overfill. This was discovered during use. The following information was provided by the initial reporter: material no: 302832, batch no: 0163089. It was reported that there seems to be an increase in over fill.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 163089. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 4 physical samples were received for evaluation by our quality team. A visual inspection and a volume test was preformed for each sample and no defects were observed. The position of the scale was also verified with a gauge and no defects to the samples were observed. As all samples received were acceptable, a cause for the reported incident could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 30ml ll s/c 56 had overfill. This was discovered during use. The following information was provided by the initial reporter: material no: 302832 batch no: 0163089. It was reported that there seems to be an increase in over fill.